Event description:
It was initially reported that the patient had an increase in seizures after her second battery replacement. The patient was seizure free after her first generator replacement following her second generator replacement she has not been seizure free. The patient is currently having 5 seizures a week. It is unknown if the increase in seizures are above or below baseline or related to vns. Follow-up with the patient¿s current neurologist indicated that the physician did not feel the seizures were related to vns. This neurologist has only seen the patient once and prior to this the patient had not seen a neurologist for a few years. It was unknown by the office who the patient had seen previously that would be able to provide any additional information. A current primary care physician¿s name was provided and follow-up was done with that office. No additional information about the increase in seizures following generator replacement was provided.